Event description:
This follow-up MDR is created to document the additional event information received for record #623293. Additional information indicated that atitan pump, two cylinders, and a tubing segment were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all pump tubing, cylinder 2 exhaust tubing, and the connector/tubing segment, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump, cylinder 1, cylinder 2, or the connector/tubing segment. The information received indicated the device was ¿frozen¿, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, frozen pump. Device revised and replaced. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.